Event description:
A periodic review of the programming and diagnostic history for the patient found that high impedance occurred. No known surgical intervention has occurred to date. No additional or relevant information has been received to date